Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to elevated metal ions and pain. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to elevated metal ions and pain. The modular head and acetabular cup were removed and replaced. Additional information received from patient's legal counsel reports patient underwent a right hip revision on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate that right hip revision procedure performed on (B)(6) 2014 was due to pain and metallosis. The patient's operative report noted brown-colored fluid, metal-stained synovial cavity, erosion of the proximal femur, and bone erosion.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2011. Subsequently, patient was revised on (B)(6), 2014 due to elevated metal ions and pain. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right hip revision on (B)(6), 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02398 / 02399).